Event description:
Pt had severe cad with calcification. Device was inserted into right superior femoral artery. Atherectomy completed and there was an unsuccessful attempt to remove spider device from leg. The spider device (or net at end) broke off. It had to be stitched in place and then removed in surgery.